Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data points were overlapping on the continuous glucose monitor graph. Customer experienced diabetic ketoacidosis and a blood glucose (bg) that was "high"; however a specific value was not provided. Reportedly, the customer performed a pump reset to resolve the issue.